Event description:
Stent was being deployed in coronary artery. Stent was not inflated. Hub came off in coronary artery. Wire was removed and stent came off balloon. Stent was unable to be removed from artery - it expanded and was left in place. Stent deployed in a location that did not need intervention.